Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-01784; 509-02-032, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - MDR - revision surgery/ required intervention to prevent impairment/damage-release of scar tissue tension.